Event description:
It was reported that the subject device displayed a b30 communication error. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
E1:(B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d4, h2, h3, h4, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.